Event description:
The device was determined to be eos at follow-up. An iegm shows noise on the linox lead. All available information indicates this system remains actively implanted. Should additional information become available, this event will be updated.